Event description:
It was reported by service report that the plastic backrest of the stair chair was cracked with exposed sharp edges. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Plastic backrest.